Event description:
On 02/21/2000 the surgeon reported surface opacification of the intraocular lens post-operative and pt's visual decreased. On 06/02/2000 the surgeon reported lens removal due to lens surface opacification.

Event description:
The surgeon reported surface opacification of the intraocular lens post-operative. The pt's visual acuity decreased, and the lens remains implanted.